Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the exchange is undetermined but suspected to be user error. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. A minimal risk is associated with this failure. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.

Event description:
We became aware on (B)(6) 2022 that a sign im nail implanted to repair a fracture was replaced due to a prominate nail. The im nail was replaced with a 10mm x 380mm standard im nail per the sign technique manual. Surgeon comment: "patient was operated at another hospital immediately following the injury. Upon transfer to our hospital the control x-ray shows the proximal part of nail to be prominent and the nail was unlocked. We did exchange nailing and locked it both proximally and distally."